Manufacturer narrative:
- Manufacturing year 2005. Field service visited account and found the ground choke and the high voltage choke burnt and cables burnt. Also the thyratron was found not working. He replaced the thyratron, ground choke and high voltage choke along with the high voltage cables and set the voltage. Tested the operation of the system after replacement of parts. Performed an alignment of the calibration of arm, microscope assembly and all tracking cameras. Checked system operation and it meets amo specs. He also performed the replacement of all cooling lines and filled cooling bottle. Performed the alternate current distribution board check on the system, has the proper triacs installed. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that excimer laser stopped at 7 seconds remaining with an energy error. Surgeon was able to complete patient surgery.

Manufacturer narrative:
(B)(4).